Manufacturer narrative:
The thermogard console in the complaint will not be returned for investigation. The customer resolved the issue through the guidance of zoll field engineer representative over the phone. The issue was found to be due to a blown fuse and was replaced by the biomed technician at the customer's site. The console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. The console was placed back into service. All service records will be retained by the customer. The fuse is designed to protect the power supply and device from damage when the circuit attempts to draw a greater electrical load than it is intended to carry. This can be caused by, for example, a power supply surge. The tgxp fuse is sized to match the load-carrying capacity of the wires in that device. The fuse is intended to blow before the circuit wires can heat to a dangerous level. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, after 30 minutes of operation, during console setup, the thermogard xp ivtm system (sn (B)(4)) power off by itself. No known impact or patient consequence information was available.